Event description:
It was reported that during a normal follow-up, the physician checked the integrity of the lead. All electrical parameters of the ead were normal and stable. Under fluoroscopy, externalized conductors were observed. The lead remains implanted. Patient is in good condition but will be monitored.

Event description:
New information received notes that the lead was capped and replaced during device change-out for eri. Patient condition was good at the end of the procedure.